Manufacturer narrative:
(B)(4). Date of event: unknown; the date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, no issues were observed with the performance of the lancet as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd microtainer® contact-activated lancet does not deploy and does not penetrate enough to get a blood sample. This led to a delay in treatment of a patient.